Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
Device evaluation - the reported event of the patient¿s system controller not recognizing battery power or not being supported by the backup battery was not confirmed. The log file was retrieved and contained approximately 17 days of data from (B)(6) 2014 - (B)(6) 2014 (according to the time stamp) without any atypical alarms. At 21:06 on (B)(6) 2014, both power cables were disconnected activating the no external power alarm. The backup battery appears to be in use as the pump was still operating above the low speed limit. The driveline is disconnected in the next minute and the controller appears to be powered down properly. No other no external power alarms were recorded in the log file. The returned system controller was functionally tested and found to operate as intended during analysis. Both power cables were disconnected and the system operated on the backup battery without any functional issues. The reported event was not reproduced and a specific cause was not determined. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the advanced clinician that the pt had a controller failure. After changing batteries, the controller reportedly failed to recognize power, did not go to the backup battery, and the pump turned off. However, the log file was received for review by the manufacturer's technical services. The log file contained approximately 17 days of data that was unremarkable until (B)(6) 2014 at 9:06 pm when there was a double power cable disconnect where the pocket controller did go into the power saver mode as expected. According to the log file, the emergency battery backup (ebb) was functioning as intended and the pump did not stop. The end of the log file shows the controller being exchanged.